Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber did not work. The fiber was inserted normally and the fiber card was recognized without a problem. However, the fiber never worked. After the fiber was removed the tip appeared to be broken. The fiber was replaced, and the second fiber was used to complete the procedure. There were no complications to the patient.

Manufacturer narrative:
Additional information provided in: b5 describe event or problem, d9 device available for evaluation, d9 returned to manufacturer date, h3 device evaluated by manufacturer, h3 device not evaluated by manufacturer code, h6 impact codes, and h6 evaluation method codes.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber did not work. The fiber was inserted normally and the fiber card was recognized without a problem. However, the fiber never worked. After the fiber was removed the tip appeared to be broken. The fiber was replaced, and the second fiber was used to complete the procedure. There were no complications to the patient.

Manufacturer narrative:
Section b: additional information provided in: b5 describe event or problem, d9 device available for evaluation, d9 returned to manufacturer date, h3 device evaluated by manufacturer, h3 device not evaluated by manufacturer code, h6 impact codes, and h6 evaluation method codes. Section h: investigation summary: with the available information boston scientific concluded that the reported fiber cap/tip break was confirmed as analysis identified a proximal fracture. It is probable that excessive bending and rough technique during set-up and the procedure contributed to the proximal fracture. Functional testing conducted showed the metal cap exhibited no charred debris adhesion on its surface, and the glass cap exhibited no devitrification at the output window. According to the instructions for use (IFU), the fiber should not be pressed into the tissue and the fiber should not be bent at sharp angles as this may result in damage to the fiber. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a proximal fracture under the proximal end of the metal cap. The fiber proximal to the fracture can rotate independently of the metal cap. The outerflow tubing was observed to be damaged. The metal cap exhibited no charred debris adhesion on its surface and the glass cap exhibited no devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The connector passed the connector segment verification test. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not press the fiber end into the tissue. This creates stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to the event was assigned to this investigation. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the end of the fiber appeared to be broken. The fiber was inserted normally and the fiber card was recognized without a problem. However, the fiber never worked. The fiber was replaced, and the second fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.